Event description:
It was reported that 11 days after a coronary drug eluting stenting treatment procedure there was stent thrombosis. The physician placed a 12x3.0mm taxus liberte drug eluting stent in the proximal left anterior descending (lad) coronary artery. Eleven days later the patient experienced sub acute thrombosis. The patient received plavix and aspirin following the initial procedure. In the opinion of the physician the thrombosis was not related to the stent. Further intervention was required, however, request for additional information regarding what was done was not answered. The patient was transferred out of the intensive care unit. This product is only us approved but it is similar to a marketed us device.